Event description:
It was reported via a clinical report form from the (B)(4) study that during an orbital atherectomy (oa) treatment procedure, a slow flow and abrupt closure event occurred in the peroneal artery post-atherectomy. The lesion being treated was 100% stenotic, moderately calcified, 60mm in length and was located in the peroneal artery. The lesion was treated with a 1.25mm solid crown oad which was spun for one run at low speed (15sec), then at medium speed for three runs (15sec each) for a total run time of 1min, 10sec. At this point a no flow event was noted and an export catheter was used for successful treatment. Angioplasty was then performed with a 2.0x100mm savvy balloon for five inflations at 5atms each for a total inflation time of 3mins, followed by angioplasty with a 3.0x100mm vascutrak balloon for two inflations at 6atms each for a total inflation time of 2mins. A 3.5x20mm angiosculpt scoring balloon catheter was then used for two inflations at 6atms each for a total inflation time of 70sec. The residual stenosis was 20%. No stents were placed during this procedure. The expectations for the case are met. No additional info is available regarding this event.

Manufacturer narrative:
Device analysis: the device was not returned for analysis; therefore, an analysis of the actual complaint device is not possible. The device history record for this device was not reviewed as the lot number is unk. The root cause for the reported event is unk. A recent analysis of csi's post market clinical studies identified events that should have previously been reported to FDA. This is report # 22 of 48 events identified during this review. This report contains limited info regarding the intervention and root cause of the event, but this event is not considered unusual, unique or uncommon and does not involve a device which is the subject of a remedial action. (B)(4).